Event description:
The technician alleged the bed failed the ground and resistance test. No patient impact.

Manufacturer narrative:
The technician found the ground plug was broken. The technician replaced the power cord to resolve the issue.